Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the patient control module (pcm) unit had a small part of the pcm's shipping tab still attached at the gate of the pcm's button. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient control module button remained depressed after being pushed. This issue occurred during infusion. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition was determined to be an error exhibited during the use of the device. The user is instructed to pull up on the shipping tab to remove it and not to push down. Should additional relevant information become available, a supplemental report will be submitted.